Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise was observed on the rv lead which caused the patient to feel light headed. Noise was reproducible with arm movements. Programming changes were made. Patient is stable.